Manufacturer narrative:
There are no appropriate results or conclusion codes. The device history review investigation did not show any noted concerns with reference to km47956. One sample of km47956 lot ww7 (nov 2007) was received for evaluation. The distal tip is not present on the device. Visual examination of the fracture plane suggests that the tip was not kept in alignment. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged issue: tip broke off during surgery. The tip was retrieved and thrown away. The animal was not harmed during the incident. The patient's condition was reported as fine.